Event description:
It was reported that"(B)(6) 2024, the doctor found the catheter to be leaking during used on the patient. Involved 1 pc. They changed to a new one. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc set including one, 2-lumen catheter for analysis. Signs of use were observed. Initial visual analysis did not reveal any defects or anomalies on the catheter. After failing functional testing, a hole was observed on the catheter body towards the juncture hub. The hole on the catheter appears consistent with contact with a sharp instrument (i.e. Needle bevel). The hole in the catheter body measured 7 mm from juncture hub. The catheter body length measured 215 mm, which is within the specification limits of 207-227 mm per catheter product drawing. The catheter body outer diameter measured 2.45 mm, which is within the specification limits of 2.36-2.46 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. No obvious leakages or blockages were observed when each lumen was flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, a leak was detected. The leak was observed coming from a hole on the catheter body towards the juncture hub. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. A hole was observed on the catheter body towards the juncture hub. The appearance of the hole on the catheter is consistent with contact with a sharp instrument (i.e. Needle tip). A device history record review was performed, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2024, the doctor found the catheter to be leaking during used on the patient. Involved 1 pc. They changed to a new one. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).